Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were hard to press. The customer¿s blood glucose level was unknown. The insulin pump alarmed unexpected restart. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. The insulin pump passed self test. The customer was advised to observe time clock for one minute to verify if time advances. The customer was not sure but thought the screen may have frozen at the time they removed the battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Device passed the displacement test, self test and a21 alarm test. No unexpected a21 alarm anomalies noted. No frozen screen noted during test and time clock advances properly.